Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the user was able to link the sensor to the transmitter but the signal strength was low at the time of the sensor measurements, resulting in the placement guide not being able to detect the sensor. It was also reported that similar results were seen with another transmitter, so the weak signal was not due to the transmitter. As a result, a RMA for the sensor was issued. Testing of the returned sensor showed the sensor can successfully link with a known good transmitter and the placement guide in the ever sense app showed signal as " excellent". Thus, the customer's complaint could not be reproduced. The sensor was potentially inserted too deeply. Qc test also showed significant degradation of the hydrogel chemical performance.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user's newly inserted sensor was unable to be linked with transmitter which led to an early sensor removal.

Manufacturer narrative:
The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed. Testing of the returned sensor found that the sensor was most likely inserted too deeply, however it was also observed that the sensor was incapable of detecting glucose due to significant degradation of the glucose sensing chemistry. This is unrelated to the sensor linking issue and the poor chemical performance. A review of the historical RMA sensors received from the same manufacturing lot: 22061352 did not reveal any other sensor with the same failure mode; so it is most likely not an issue associated with a specific manufacturing lot. However,either the human immune response negatively affected performance or some unknown contamination negatively affected the sensor's chemistry between explant and testing. B4. Date of this report 25 september 2024. G3. Date received by the manufacturer? 19 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.